Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that abnormal impedances were shown on bipolar contact 0-3 hat showed low on the session report, but they were consistent with what they had seen in the past before the patient fall. Additional information received from a manufacturing representative (rep) indicated the bipolar contact pair of 0 and 3 read 18 ohms on (B)(6) 2018. The cause of the short was unknown. The physician was aware of the isolated low impedance and programmed around the short. The patient's therapy was not affected by the ongoing, unused contact pair. The information had been confirmed with the physician. No patient symptoms or further complications were reported as a result of this event.